Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: 2016 (B)(6) explanted: product type lead h6. Please note that conclusion code 22 applies to the ins and conclusion code 92 applies to the lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an infection and the lead and ins had to be explanted. White cell diagnostics were noted. The issue occurred during normal use. The doctor felt that the lead may have been contaminated from the operating room. The issue was resolved as 2016 (B)(4) and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.